Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units and, at the time of the call, displayed 135 units. The customer's blood glucose level was 129 mg/dl. The customer declined to perform troubleshooting with tandem technical support and confirmed the current cartridge would continue to be used.